Event description:
It was reported that during follow-up, pacing lead impedance was observed to be high. No anomaly was noted via review of fluoroscopy. The decision was made to cap and replace the lead. Patient was fine after the procedure.